Manufacturer narrative:
The device was not received as it was implanted. Per our instructions for use (IFU): begin to deliver the device using a combination of unsheathing the embolization device and pushing delivery wire simultaneously. After the distal end of the embolization device has successfully expanded, deploy the remainder of embolization device by pushing the delivery wire and/or unsheathing the device. Re-sheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the embolization device. It is not recommended to initiate deployment of the device on a bend. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis. All products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this device failed to fully open in one section. A guidewire was used to open the device. No impact or consequence to the patient.